Manufacturer narrative:
This report provides data from thv/tvt registry exemption number e2016006 and summarizes 2 permanent pacemaker serious injury events for the sapien xt transcatheter heart valve in the aortic position. The "time to event" (tte, in days) for this event was 3.0. The device identification (di) numbers for edwards sapien xt transcatheter heart valve are: (B)(4). Although the devices were entered as sapien xt valves, it is believed the devices were entered in error. This is due to the fact because at the time of implant, there were no sapien xt valves available for implant with useable shelf life. Per the instructions for use, conduction system defects (heart block) arrhythmias and conduction system defects that may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall transcatheter valve replacement procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the transcatheter valve replacement procedure. According to literature review, and as documented in a clinical technical summary -conduction disturbances/ heart block written by edwards lifesciences, atrioventricular conduction disturbances after thv placement are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, transcatheter valve replacement may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after thv placement are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing thv placement or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The reported event is a known anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Specific clinical and procedural details are not available to determine potential contributing factors to the event, or if the event is related to an edwards device, however the conduction disturbance is likely related to the mechanism described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required.

Event description:
Thv/tvt registry summary reporting for adverse event submission for quarter 3 2024 data extract for aortic serious injury events for the sapien xt valve. This report summarizes 2 permanent pacemaker serious injury events for the sapien xt transcatheter heart valve. The age range for these events is 75-91 years. The breakdown for gender is as follows: 2 males.